Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer shut off the pump accidentally, preventing fault ID confirmation, but the malfunction code displayed was malf 12. Tandem technical support resolved the issue by sending a replacement pump, which is under warranty until december 2025. The customer was instructed on how to put the pump into storage mode and advised on steps to take upon receiving the replacement. The customer will use multiple daily injections (mdi) for insulin delivery until the new pump arrives, and they agreed to return the defective pump using the provided return box and prepaid label.